Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call delivery issue and high blood glucose. The customer's blood glucose was 473mg/dl at the time of incident and the time of call. Customer treated for high blood glucose boluses through device. Trouble shooting was performed and found possible under delivery of insulin. Customer stated had not delivered alarms during bolus. Customer reports event was resolved by changing complete set (inf and res). Advised customer to monitor the device and to seek medical attention for the possible onset of diabetic ketoacidosis. The insulin pump will not be returned for analysis.